Event description:
S2354 reprise IV study. It was reported that left bundle branch block (lbbb) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The patient received loading doses of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed lbbb. The event led to prolongation of hospitalization. No diagnostic procedure was performed, and no action was taken for the event. At the time of reporting the event was considered not recovered/ not resolved. The patient was discharged the same day as the index procedure on clopidogrel.